Event description:
It was reported by the caller that the amulet (abbott) left atrial appendage closure (laao) device dislodged right after deployment. This occurred after the ablation portion of the procedure was completed with medtronic mapping system and ablation. The caller stated that the laao device placement was "questionable"- that the shape of the left atrial appendage was "not standard"- this was noted on nuvision ice imaging that was used for the procedure. A tug test was performed and color doppler was used to confirm placement before releasing the laao device for deployment. As the ice images were studied post-deployment, the laao device "popped out" into the left ventricle (where it stayed for a few minutes) before moving out to the aorta. The device was retrieved from the aorta. The caller stated that the patient was stable throughout the procedure. The caller stated that this patient previously had a boston scientific watchman laao device placed (procedure date unknown), which also dislodged (event date unknown). What type of injury? Laao device dislodgement and retrieval. What led to the discovery of the event? Ice imaging. How was it confirmed? Ice imaging with nuvision. Was there medical intervention provided to the patient? Retrieval of device. Last known patient status: stable. Which therapeutic/diagnostic j&j ep product was in use? Is it available for return? Nuvision. Ice (caller does not have lot number, and catheter has been discarded). Physician¿s opinion on the cause of the issue: unk. Medtronic used for mapping and ablation. Abbott used for appendage closure. J&j ep used for nuvision ice. Afib ablation plus laao closure. Carto system software version 8.1.0.325. This report reflects information received by FDA in the form of a notification per 803.22 (b)(2).